Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. Stoma site cellulitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was diagnosed with stoma site cellulitis, and prescribed unknown oral keflex. It was reported that the patient's tubing will be removed, and no replacement will be made.